Manufacturer narrative:
.

Event description:
Same case as 6000089-2007-01658. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the liberte 4.0x12mm bare metal stent was loose on the stent delivery system. This was noticed outside the patient.